Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure (batch no. 969211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed.". The patient's past medical history included infection, arm fracture, endometriosis and ectopic pregnancy. Concurrent conditions included estrogen low. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced mood swings ("mood swings"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - left salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, mood swings, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 145 lbs discrepancy in insertion date previously reported as (B)(6) 2013. (B)(6) 2016: patient is with large possible seroma under incision; also with erythema, tenderness and warmth to area - consider underlying abscess or cellulitis as well. Large amount of bloody serous fluid draining from this area - sent for culture - no purulent material evident on initial exam. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.7 kgs. Pregnancy test urine - on (B)(6) 2015: negative . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,menorrhagia. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. New reporters and reporter information added. Case medically confirmed. Patient demographic added. Lot number added. Concomittant conditions, historical conditions added. Events: hormonal changes describe: mood swings; abnormal bleeding (vaginal, menorrhagia); psychological or psychiatric problems condition: depression, mental anguish; dysmenorrhea (cramping); essure confirmation test not performed were added. Lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure (batch no. 969211-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed.". The patient's past medical history included infection, arm fracture, endometriosis and ectopic pregnancy. Concurrent conditions included estrogen low. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced mood swings ("mood swings"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy - left salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, mood swings, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 145 lbs discrepancy in insertion date previously reported as (B)(6) 2013 (B)(6) 2016: patient is with large possible seroma under incision; also with erythema, tenderness and warmth to area - consider underlying abscess or cellulitis as well. Large amount of bloody serous fluid draining from this area - sent for culture - no purulent material evident on initial exam. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.7 kgs. Pregnancy test urine - on (B)(6) 2015: negative concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 38-year-old female patient who had essure (batch no. 969211-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed.". The patient's medical history included infection, arm fracture, endometriosis and ectopic pregnancy. Concurrent conditions included estrogen low and overweight. Concomitant products included cyproheptadine for stress and eating disorder as well as estradiol, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy - left salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the mood swings, depression, anxiety, dysmenorrhoea and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, mood swings, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: current weight 145 lbs. Discrepancy in insertion date previously reported as (B)(6) 2013. (B)(6) 2016: patient is with large possible seroma under incision; also with erythema, tenderness and warmth to area - consider underlying abscess or cellulitis as well. Large amount of bloody serous fluid draining from this area - sent for culture - no purulent material evident on initial exam. She received treatment for pelvic pain, abdominal pain, menorrhagia and dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Pregnancy test urine - on (B)(6) 2015: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 38-year-old female patient who had essure (batch no. 969211-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed.". The patient's past medical history included infection, arm fracture, endometriosis and ectopic pregnancy. Concurrent conditions included estrogen low and overweight. Concomitant products included cyproheptadine for stress and eating disorder as well as estradiol, paracetamol (acetaminophen), sertraline (zoloft) and venlafaxine (effexor). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - left salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, mood swings, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 145 lbs discrepancy in insertion date previously reported as (B)(6) 2013 (B)(6) 2016: patient is with large possible seroma under incision; also with erythema, tenderness and warmth to area - consider underlying abscess or cellulitis as well. Large amount of bloody serous fluid draining from this area - sent for culture - no purulent material evident on initial exam. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: plaintiff fact sheet received. Event abdominal pain was added. Event outcome was updated for the event: pelvic pain. Event onset date was updated. Concomitant drugs were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 38-year-old female patient who had essure (batch no. 969211-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed.". The patient's medical history included infection, arm fracture, endometriosis and ectopic pregnancy. Concurrent conditions included estrogen low and overweight. Concomitant products included cyproheptadine for stress and eating disorder as well as estradiol, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - left salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the mood swings, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, mental disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 145 lbs discrepancy in insertion date previously reported as (B)(6) 2013 (B)(6) 2016: patient is with large possible seroma under incision; also with erythema, tenderness and warmth to area - consider underlying abscess or cellulitis as well. Large amount of bloody serous fluid draining from this area - sent for culture - no purulent material evident on initial exam. She received treatment for pelvic pain, abdominal pain, menorrhagia and dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Pregnancy test urine - on (B)(6) 2015: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : events outcome updated. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 38-year-old female patient who had essure (batch no. 969211-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed.". The patient's medical history included infection, arm fracture, endometriosis and ectopic pregnancy. Concurrent conditions included estrogen low and overweight. Concomitant products included cyproheptadine for stress and eating disorder as well as estradiol, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - left salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, mood swings, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, mental disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 145 lbs discrepancy in insertion date previously reported as (B)(6) 2013 (B)(6) 2016: patient is with large possible seroma under incision; also with erythema, tenderness and warmth to area - consider underlying abscess or cellulitis as well. Large amount of bloody serous fluid draining from this area - sent for culture - no purulent material evident on initial exam. She received treatment for pelvic pain, abdominal pain, menorrhagia and dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Pregnancy test urine - on (B)(6) 2015: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new event psychological disorder, reference and rcc updated we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (underwent a full hysterectomy). At the time of the report, the pelvic pain had not resolved and the menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.